Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered on the right ventricular lead for a lead fracture. A sudden increase in impedance and oversensing was noted. Detections were turned off until the lead was replaced. No patient complications have been reported as a result of this event.